Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, loss of capture was noted on the device. Technical support suggested reprogramming the device to resolve the event. The patient was stable with no consequences.